Event description:
The customer reported that the system froze during start-up and would not complete the boot process. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cpu board was cleaned. The system was then found to be operating as intended.